Manufacturer narrative:
The esu was deemed by the account to be functioning as intended. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work with involved medical personnel was performed. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. It was reported that a perforation occurred upon a polypectomy. An investigation at the medical facility revealed that the desired mode (endocut) was inadvertently turned "off". Most likely, the mode was turned "off" when the esu was wiped down with disinfectant. Nevertheless, surgery was performed to address the perforation and the patient is not doing fine.